Manufacturer narrative:
(B)(6). Reporter occupation: technical support associate.

Event description:
Information was received indicating that a smiths medical cadd legacy pca pump's control volume was not correct. The pump was tested by customer care and the issue persisted. There was reported adverse event.